Manufacturer narrative:
Additional info: b5 - added vendor info submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery for the device failed calibration attempts in multiple mrx cadex adapters. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in three of the led indicators illuminating, suggesting a partially charged battery. While evaluating the returned battery, it was verified that the battery prompted a ¿fail 128¿ error code when inserted into a cadex charger. Upon removing and re-installing the battery into the cadex unit, the error message cleared. The battery successfully charged in both the mrx unit and cadex charger and calibrations were completed. Functional testing verified that manual shocks could be delivered when the battery was installed in an mrx unit. However, although the issue seemed to have been resolved, the battery relative state of charge was found to be 98 percent following successful calibration compared to 100 percent in known working batteries. Furthermore, the battery manufacturing status ¿cal_en¿ was flagged in reset mode upon receipt and remained unchanged even after calibration. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that a set manufacturing status flag does not directly correspond to a component malfunction. The disabling and enabling of the cal_en flag is a functional feature of the component that is part of an integrated system in the gas gauge used to support calibration of current, voltage, and temperature readings. As such, there was no sign of a component failure and the battery was deemed to be fully function. No further evaluation was requested.

Manufacturer narrative:
Updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery for the device failed calibration attempts in multiple mrx cadex adapters. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in three of the led indicators illuminating, suggesting a partially charged battery. While evaluating the returned battery, it was verified that the battery prompted a ¿fail 128¿ error code when inserted into a cadex charger. Upon removing and re-installing the battery into the cadex unit, the error message cleared. The battery successfully charged in both the mrx unit and cadex charger and calibrations were completed. Functional testing verified that manual shocks could be delivered when the battery was installed in an mrx unit. However, although the issue seemed to have been resolved, the battery relative state of charge was found to be 98 percent following successful calibration compared to 100 percent in known working batteries. Furthermore, the battery manufacturing status ¿cal_en¿ was flagged in reset mode upon receipt and remained unchanged even after calibration. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor.

Event description:
It was reported to philips that the battery for the device failed calibration attempts in multiple mrx cadex adapters. There was no patient involvement.